Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).

Event description:
A customer reported that a retinal tear occurred because the retina was "incarcerated out of the port" during surgery. The customer raised the pressure from 300 millimeter of mercury (mmhg) to 60mmhg. The procedure was completed with no further harm to the pt. The customer noted that the intraocular control was off during surgery.